Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would contribute to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac artery. When the omnilink elite 8x29 mm stent delivery system (sds) balloon was inflated, the stent dislodged and migrated into the profunda femoral artery. There was no resistance reported during advancement of the sds to the lesion. A second omnilink elite 8x29 mm stent was successfully implanted in the target lesion. The first omnilink elite 8x29 mm stent had migrated in the profunda femoral artery and was moved from the profunda femoral artery to the common iliac artery by using a coronary guide wire and a coronary balloon. The stent was compressed against the wall of the artery by expanding another omnilink elite 9x29mm stent overlapping the one previously implanted. A section of the stent was deployed in healthy tissue and the rest in diseased tissue. Post dilatation was performed. There was a good final angiographic result. No additional information was provided.